Event description:
The user facility reported that the device was chipping and blades and will not go in during a surgical procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.